Event description:
Patient reported product complaint for cleo infusion set (21-7232-24, lot #77x194). Patient was changing sq site today and noted that on #3 cleo infusion sets, the clear sticky film over the needle in the insertion device was pulled back and not laying flat against the insertion device over the needle as it should. She discarded these sets and obtained one from a different lot # (78x008) which did not have this problem but did not seem to adhere to her skin as well in one corner. She was able to secure this and this site seems to be working well at this time. Replacement cleos are being shipped to patient today.